Event description:
Additional information noted the patient was seen in clinic again on (B)(6) 2019. The physician thought the site looked better. The patient was asymptomatic and stable. No intervention was planned.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for routine follow up. Redness and swelling was noted at the implantable cardioverter defibrillator implant site. The patient was given antibiotics, and would continue to be monitored. The patient was in stable condition.

Event description:
Additional information received noted the patient was seen in clinic on (B)(6) 2019. The physician ruled out pocket infection as the cause of the swelling. The physician attributed the swelling to a hematoma and halted the patient's blood thinner medication to address it. The patient is in stable condition.